Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) three times and shock therapy to convert an arrhythmia. Initially, the arrhythmia was detected in the vt1 monitor zone and then escalated into the vt zone. A review of the stored electrogram revealed a rhythm consistent with a conducted atrial arrhythmia. Therapy began when the rate increased into the vt zone, and an atrial signal fell into a blanking period, satisfying the ventricular-to-atrial (v to a) criteria. Further review was recommended. This device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.